Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device would not boot up completely. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not boot up completely. A technical support specialist dialed into device, verified medical application was running, confirmed login and tab access, and validated device uptime to ensure functionality. Customer verified issue was resolved. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device would not boot up completely. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.